Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the closure of the device pocket during a routine implant procedure, oversensing on the right ventricular (rv) lead led to pacing inhibition for approximately two beats. Rv pacing impedance measurements were 1100 ohms. The device pocket was re-opened and connections were checked. It was observed that the rv pin was not completely inserted into the device. The rv lead was re-inserted and impedance measurements decreased to 700 ohms and the noise disappeared. No other adverse patient effects were reported.